Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulse generator change out, the physician noted the right atrial lead exhibited intermittent sensing, inadequate capture, the lead was removed and appeared to be damaged (kinked). The lead was replaced successfully. The patient was fine post procedure.